Event description:
Caller alleged discrepant inratio results. Results as follows: home health nurse did a comparison with her meter (type unknown) against the pt's inratio meter: date: (B)(6) 2012, inratio: 2.5, nurse's poc: 6.9. The inratio meter was tested first, then the same finger stick was used to test the other poc device. Nurse then drew a venous sample and sent it to the lab within 30 minutes. Lab = 8.57. Caller states the blood is not easy to obtain, there is no bleeding or bruising. He is not convinced the inr is really that high.

Manufacturer narrative:
Investigation pending.